Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/07/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be duplicated or confirmed during investigation. Review of the pump¿s black box revealed no related issues. The pump successfully completed a prime sequence and bolus deliveries without issue or alarm. The insulin on board feature was found to be functioning appropriately.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the pump insulin on board feature was not calculated correctly into bolus totals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.